Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The device was implanted. No patient symptoms were reported.